Event description:
It was reported the pt had fallen. Afterwards, the pt lost stimulation. A fluoroscopy was undertaken and revealed the leads had pulled out of the ipg header. The pt underwent surgical intervention and the ipg was explanted and replaced. The replacement ipg resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.